Event description:
It was reported by the customer that the nurse had pulled her back while physically moving the pyxis medstation es system, in order to reset the power switch. The customer confirmed that there was no injury reported to the user. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with additional/corrected information: d1, d5, e2, e3, g1, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 11-jun-2022 to 10-jun-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that minor, temporary issue that resolved without any treatment. Attempts should be done to obtained detailed information from customer and document so we can appropriately present to the FDA and if ever audited provide a defense as to why it was reported/not reported.

Manufacturer narrative:
Section b5 - corrected describe event or problem. Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced after rebooting the device. The system functioned as intended.

Event description:
It was reported by the customer that the nurse had pulled her back while physically moving the pyxis medstation es system, in order to reset the power switch. The customer confirmed that there was no injury reported to the user. The manufacturer tried to reach out customer for further information about the event, but no other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a pyxis medstation es system appearing offline when attempting to login the station. The customer stated that there was user harm reported and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process has been completed.